Manufacturer narrative:
Initial MDR 2517506-2021-00101 was filed 16-apr-2021. Correction: customer provided correct patient sample ID. Original sample ID: (B)(6) was corrected to sample ID: (B)(6) . Additional information (22-apr-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin I (tni) results. Hsc reviewed the information provided by the customer and the instrument data showed no process errors during the calibrations. There were no issues with the aspiration system noted or with the reagent delivery system. The issue was resolved by recalibration of the assay. The cause of the issue is unknown. A potential product issue was not identified. The instrument is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension® exl¿ 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on the dimension® exl¿ 200 system. The discordant result was reported to the physician(s). The customer recalibrated the tni assay and reprocessed the same patient sample. The tni result obtained after calibration was lower. The customer sent the sample to an alternate laboratory for testing. The tni result from the alternate laboratory also resulted lower. The customer did not report the tni result from the alternate hospital. The customer considered the reprocessed tni result after recalibration to be true, and issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tni result.